Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. One day post implant, the lead was explanted, discarded and replaced. The patient did well during and post procedure.